Manufacturer narrative:
The company svc rep visited the site on 9/29/2005. At that time, he was not informed of any pt issues related to the svc call. He was not able to duplicate the footswitch failure. He replaced the footswitch and the pcb (printed circuit board) control u/s. The sys was tested and met specifications. This report mailed to FDA on: 6/1/2007.

Event description:
The customer reported that during the procedure, after corneal microincision and capsulorrhexis, it was impossible to start the ultrasound mode and the footswitch was not responsive. The sys displayed an error code. The doctor aborted the procedure and placed on stitch to close the incision. The procedure was rescheduled and completed the next day, after the alcon svc rep was able to examine the unit. Three subsequent cases were cancelled. During the second surgery, the pt experienced sudden myosis and corneal trouble (unspecified). The surgeon was able to implant a lens. A few days after the surgery, the visual acuity was 3-4/10. Cystoid macular edema (cme) was diagnosed. Three to four months later, an angiography was performed and cme was confirmed.